Event description:
It was reported that while using a bd nexiva¿ single port closed IV catheter system, the extension tube separated from the device. The following information was provided by the initial reporter: extension tube broke off.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed an 18g nexiva device that has a break at the distal end of the extension tubing. It is not possible to determine from the photo if there is a fragment of the extension tubing inside the catheter adapter or if the extension tubing has completely detached from the catheter adapter. The distal end of the extension tubing appears to have some deformity as it appears to be slightly wider than the rest of the tubing in the photo. The defect of detached extension tubing was confirmed. Based on the report, two infusions were able to be performed before the catheter broke. There was no mention of any leakage noted during the infusions. Given this information, it is unlikely that the tubing was damaged during manufacturing as this would result in leakage or would have prevented infusion altogether. However, it is possible that if the extension tubing was inadequately adhered to the catheter adapter that the extension tubing could separate from the catheter adapter leading to a broken off appearance. This type of defect may occur in manufacturing due part misalignment or insufficient adhesive being applied. Additionally, it is possible that the tubing may have been severed due to kinking or blockage while performing power injection. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. The photo provided for this incident did not present sufficient evidence to identify or confirm a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that while using a bd nexiva¿ single port closed IV catheter system, the extension tube separated from the device. The following information was provided by the initial reporter: extension tube broke off.